Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution clip devices were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on november 17, 2020.according to the complainant, during the procedure, the clip passed down the scope and was able to grasp and lock onto tissue, but was unsuccessful to detach from the catheter to deploy. It was noted that the clip was slightly closed onto tissue and the pop stage of deployment was not heard. Reportedly, after several attempts of manipulating the device, the clip eventually released and deployed onto tissue. The same issue happened to the second resolution clip device. The procedure was completed with another resolution clip.there were no patient complications reported as a result of this event.